Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded. The tip, inner shaft, outer shaft and exit port/notch were microscopically inspected. Inspection revealed damage (buckling and puncture) to the inner shaft, starting at 46mm from the tip of the device, for a total of 11mm in length. There was a perforation to the outer shaft at 57mm from the tip, consistent with a guide wire puncturing through the outer. The guide wire used in the procedure was not returned for analysis, so a kinetix .014¿ guide wire was used for functional testing. The kinetix was loaded into the tip of the device and advanced for 48mm, then stopped inside of the area of inner damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16-sep-2016. It was reported that tracking difficulties over the guidewire were encountered. The target lesion was located in the coronary artery. During preparation, a 2.25mmx15mm nc emerge balloon catheter was advanced over the guidewire. However, the guidewire did not come out from the exit port of the device. The physician then was unable to deliver the balloon catheter. The procedure was completed with a 2.5mmx15mm nc emerge mr balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed outer shaft perforation.